Event description:
Baxter received a report from a baxter technician to report the advanta 2 frame head section ran up unintentionally. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the pendant interconnect cable needed to be replaced. Per the hillrom service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pendant interconnect cable to resolve the reported event. Based on this information, no further action is required.